Manufacturer narrative:
(B)(4). Date sent: 4/26/2024. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
(B)(4). Date sent: 5/14/2024. D4: batch # 555c06. . Investigation summary- the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and with a gst60g reload present. Additionally, the reload was received with the left side fully fired, and the right side partially fired 1/4. Upon evaluation of the reload, the reload body, one-piece sled, and some drivers were noted to be damaged. No obvious damage to the reload deck was noted, which suggests the reload, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Additionally, photos were provided and they showed the condition of the reported event. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the one-piece sled has been correlated to the design. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 555c06, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 4/4/2024. D4: batch # unk. A manufacturing record evaluation was performed for the finished plee60a, with lot/batch number a9dm1k, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a sleeve gastrectomy, at the 3rd firing, during the stomach resection, the stapler cut and applied clip on one side only, from the stomach side to be removed. No clips on the other side. Surgery delayed 20 minutes, completed successfully.